Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision (left) update: products from (B)(6) update spreadsheet dated (B)(6) 2011. Update: added product, type of product and amended surgeons surname. Received: (B)(6) 2012 asr xl reason(s) for revision: unknown update- added reason for revision taken from claimsuite dated (B)(6) 2012 reason(s) for revision: pain update - updated surgery date revision date and hospital taken from (B)(6) email dated (B)(6)2013 (B)(6) 2015 - update - rcvd update, asked to conf the correct dates rcvd correct revision (B)(6) 2010, added reasons for revision: altr, metal ions and tissue damage (fibrosis and necrotic tissue) added s.rom stem and sleeve, added all manu and exp dates.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.